Event description:
Philips received a report from a customer reporting that their CT system was not in clinical use but that there was an odor coming from the ups (uninterruptible power supply). The philips field service engineer (fse) determined that the ups needed to be replaced. The ups was removed and a new one ordered. The fse confirmed that there was no smoke or fire and no harm to a pt, operator, or bystander due to this issue.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. (B)(4).